Event description:
It was further reported that vascular access was obtained via the right femoral artery. The target lesion was considered to be 75-80% stenosed, 3x15 - 18mm, eccentrically shaped, de novo and contained between a >45-<90 degree bend in the lesion. The target vessel was considered to be moderately calcified. Predilating the lesion reduced the stenosis to 50%.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed that dried blood was present throughout the distal outer. The device was pressurized with an inflation device to confirm a pinhole located approximately 2mm from balloon cone transition parallel with proximal markerband. Inspection also revealed a shaft kink located approximately 110mm from distal tip. Tip damage was also found. Further inspection revealed no other damage. The manufacturing batch record confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure a balloon rupture occurred. Vascular access was obtained via the patient's right groin. The lesion was location in the moderately calcified left anterior descending artery (lad). A fl3.5 mach-1 guide catheter and a non-bsc extra support guide wire were placed. A nc quantum apex mr 15mm x 3.00mm was advanced and inflated 4 times to predilate the lad. The balloon was inflated to 16 atms on the 5th inflation attempt and ruptured. The lesion was treated with the implant of a 3.0x15 non-bsc stent and post dilated with a nc quantum balloon. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure a balloon rupture occurred. Vascular access was obtained via the patient's right groin. The lesion was location in the moderately calcified left anterior descending artery (lad). A fl3.5 mach-1 guide catheter and a non-bsc extra support guide wire were placed. A nc quantum apex mr 15mm x 3.00mm was advanced and inflated 4 times to predilate the lad. The balloon was inflated to 16 atms on the 5th inflation attempt and ruptured. The lesion was treated with the implant of a 3.0x15 non-bsc stent and post dilated with a nc quantum balloon. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).